Event description:
Upon device follow-up, the rv pace/sense lead impedance was out of range. Therefore it was capped and replaced with another pace/sense lead. The replacement information is not currently available. There are no adverse events reported for this patient.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.